Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer, patient product ID 97755-s, serial# (B)(6), implanted: explanted: product type recharger product ID 97755-s, serial# (B)(6), product type recharger product ID 97755, serial# (B)(6), product type recharger product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), h3. Analysis was performed on [product ID: 97755-s, serial/lot #: (B)(6), analysis found that there was a recharge antenna failure, controller wont power on when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that for the past week, they have been getting error message "system problem rm03" when trying to recharge their implant. Caller stated they will usually charge for a few minutes before the message comes up and then the message will clear and they'll just keep repeating this. Patient services (pss) walked caller through removing the battery pack, blowing in controller port, and cleaning recharger pins. Caller inserted the battery pack and confirmed controller is 80% and implant is 40%. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller then connected recharger and saw recharger problem (84). Caller added that they have two controllers and saw the same error messages with both. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Pt called back saying they got the new recharger telemetry module (rtm), but the implantable neurostimulator (ins) still wouldn't charge and just said no device found. Pt repeated they had two controllers and the same thing was happening on each controller. Pt confirmed they were using the new rtm based on serial number. Pt tried to start recharging with the controller and reported replace controller batteries soon showed right away. Pt reset controller and checked controller port (no damage) and tried to charge again, but after pressing recharge on no device found, got replace controller batteries soon again. Pt tried their other controller and again after pressing recharge, got replace controller batteries soon. A replacement controller was sent out. No symptoms were reported. Additional information was received, pt stated he has had the recharger (rtm) and the controller replaced but he still cannot connect to charge the ins. Pt cannot get past set up screen. Pt selects "implant" pt connects the rtm cord and the screen does not change from "connect recharger" the new controller does not recognize the rtm cord when connected. Pt verified the pins on the rtm cord appear intact. A new controller was requested.